Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a definitive root cause could not be determined. However, it is likely that the defective event was caused by failure of the image sensor unit, defect of the circuit board in the video connector, or defect of the system side according to the suggested event ¿the screen became black and no images appeared (blackout). The images did not recover.¿. The following is included in the instructions for use (IFU): "[inspection of the endoscopic image] 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full name of the establishment is kanto central hospital of the mutual aid association of public school teachers. Follow up communication in addition to section event information , customer did not provide information regarding the reported event other than stating that the intended procedure was completed. The date of the event was not provided. Device was being used with device otv-s190 and that the subject device was inspected before use. No report or issues reported on the combined device (otv-s190) and therefore was not returned for investigation. No further information was provided. The subject device was received and evaluated . Device evaluation found the reported issue of "screen has gone black" was not confirmed, however, inspection found the device control unit has a crack. The angulation inspection check failed due to stretched angle wire ( angle wire became longer than normal) . Due to wear of angle wire, bending angle in up direction does not meet the standard value. Furthermore, the following defects were identified during device inspection: scratch found on switch 1 (sw1), up/down plate, right/left plate , forceps elevator (fe), angulation lever , right/left lever, light guide cover glass, video connector, grip, angulation lever. Label on light guide (lg) connector found peeled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the screen has gone black. The issue occurred during a laparoscopic colectomy procedure. No harm was reported. No patient harm, no user injury reported .